Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the main tube broken at the proximal end, where the chassis and main tube connect. There are pieces missing, measuring roughly 0.050" x 0.194" in size. As a result, the instrument cannot be tested for functionality on an in-house system (cannot fit through cannula). This type of failure is typically assocaited with mishandling/misuse, commonly caused by excessive loading, or improper handling during transport.

Event description:
It was reported during central processing and cleaning, the small grasping retractor instrument shaft was bent. There was no report of patient involvement.